Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided section d6a - implant date: not applicable. Catalys-I is not an implantable device. Section d6b - explant date: not applicable. Catalys-I is not an implantable device; therefore, not explanted. Section e1 - telephone number: (B)(6). Device evaluation: the catalys-I system was evaluated by a field service engineer. Following a full system check and parts replacement the system was performing to specification. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a catalys system machine service a case was received in which the rhexis cut was bad. Through follow-up we learned that during the service it was reported that problems had occurred during the capsulotomy incision segment of the procedure, the rhexis cut was poor and the procedure could not be completed. It was subsequently indicated that the patient had been referred to another center to complete and finalize the lens implantation process. No further information was provided.